Manufacturer narrative:
Sensor 0m0065uzhzm has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 2.2mmol/l,) while wearing the adc freestyle libre sensor compared to a competitor¿s brand meter. The customer was self-treated with something to eat and experienced a headache and blurry vision. A blood glucose test of 14 mmol/l was obtained on the competitor¿s meter with a sensor scan still of lo. The customer presented to the hospital where they received unspecified medical treatment to "lower blood sugar" by the hcp. No further information was reported. No further information was reported. There was no report of death or permanent injury.

Event description:
A customer reported a scan of lo (less than 2.2mmol/l,) while wearing the adc freestyle libre sensor compared to a competitor¿s brand meter. The customer was self-treated with something to eat and experienced a headache and blurry vision. A blood glucose test of 14 mmol/l was obtained on the competitor¿s meter with a sensor scan still of lo. The customer presented to the hospital where they received unspecified medical treatment to "lower blood sugar" by the hcp. No further information was reported. No further information was reported. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date reported as "october." All pertinent information available to abbott diabetes care has been submitted.